Manufacturer narrative:
The manufacturer received the device and performed a gross inspection. The device was received in generally good conditions with no anomalies observed.

Event description:
On (B)(6) 2018 a patient received an aortic valve replacement to replace am edwards magna 19mm ascending aortic valve implant. It was replaced with a crown prt cna21 due to an issue with valve functionality caused by adhered pannus. It was a biscuspid valve case. After implanting the valve a transvalvular leak was observed during re-circulation. A re-operation was scheduled for 2 days later. On (B)(6) 2018 the crown prt cna21 was explanted and replaced with a sjm regent mechanical valve. The patient was discharged and the outcome was reported as good.

Manufacturer narrative:
Please note the manufacturer is re-submitting this medwatch due to a system error. The original report was submitted on sep, 6, 2018. In addition to the re-submission further investigation results and a conclusion have been added to this report based on results received on aug 10, 2018. The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. A hydrodynamic test was performed to verify the devices functionality in operating conditions. The effective orifice area (eoa) at 70 bpm, 5 l/min of cardiac output and back pressure of 80 mmhg (around 100 mmhg mean aortic pressure) is 1.61 cm2, well above the iso 5840 minimum requirement 1.05 cm2. For a cardiac output of 5.0 l/min and back pressure of 80 mmhg (around 100 mmhg mean aortic pressure), even if a negligible hole is visible in closure phase, the regurgitant fraction [%] is 3.1% and it is well below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad. The results of the analyzed crown prt valve size 21, sn 428319, show that the device totally meets the iso 5840 minimum requirements. After decontamination, a visual inspection was performed to evaluate the presence of elements of non-conformity: no anomalies were observed. Based on the performed analysis, it is reasonably possible to exclude any relationship between the reported event and the quality of the returned valve; the observed issue cannot be explained by any factor intrinsic in the involved device. The root cause of the event cannot be established at this time.